Manufacturer narrative:
(B)(4). The customer reported that the display went blank and then had a line through it. There was no negative pt impact reported. A philips field service engineer went the customer site. The reported failure could not be reproduced. Based on the customer's report we will consider this a failure. We cannot determine the cause as the failure could not be recreated.

Event description:
The customer reported that the display went blank and then had a line through it. There was no negative pt impact reported.